Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a f/u MDR submission.

Event description:
It was reported the dermatome device drive pin was out of calibration causing depth adjustment to be hard (difficult). It was reported the device was not in contact with the patient. No patient injury is alleged.